Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that it was observed that the motor device was displaying an eb error message when in use. During service and evaluation, it was found that the device had no rotation and was not functioning. It was noted that the handpiece device was displaying an e6 error code and there was no rotation due to a defect in the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation with the affiliate, it has been determined that the customer had interpreted the e8 error code as a eb error code. Therefore, the event description has been updated to an e8 error code was displayed when the device was in use. This information does not change the reportability of the file. If additional information should become available, a supplemental medwatch report will be submitted accordingly.